Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected. Detailed analysis confirmed the identified high current drain was a result of two compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case, and the source of the hydrogen was a liner component within the device.

Event description:
It was reported that the device is behaving in a manner consistent with premature battery depletion (pbd) .device replacement was recommended. Additional information was received that a revision procedure was completed, and a new device implanted. No adverse patient effects were reported.

Event description:
It was reported that the device is behaving in a manner consistent with premature battery depletion (pbd) .device replacement was recommended. At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated.